Event description:
It was reported that during a diagnostic laparoscopic procedure, when insufflated with 6cc of saline solution, the balloon burst. Opened a new one and the same thing happened. Opened 3rd one to complete the procedure. No pt consequence.

Manufacturer narrative:
H4, 6; info anticipated, but unavailable at this time. Add'l lot # c4dx9f.